Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and recommended further investigation via provocative testing. No intervention has been performed at this time. The patient was stable and will continue being monitored.